Event description:
It was reported during a routine follow-up in (B)(6) 2018, a chest x-ray confirmed the right ventricle (rv) lead had dislodged. The x-ray also showed the lead was wrapped around the device, which is consistent with twiddlers syndrome. The patient underwent s-ICD implant in (B)(6) 2019, and the old device was extracted (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The lead was returned severed with the helix in a extended position with tissue noted entwined in the helix. Three segments were returned. The terminal segment was almost severed through, just hanging on by the stretched and deformed conductor coil. There were set screw marks noted on the terminal pin. The lead body was twisted and curled. The extracting stylet returned inserted in the tip segment of the lead. Sutures were tied onto the lead in multiple places for extraction. Stretched and deformed conductor coils noted on the terminal segment. Stretched rs- conductor coil noted in the tip segment. Cuts noted in the insulation. A tear noted in the insulation at the proximal end of the distal spring electrode. The coil proximal end had been moved slightly distal. The allegation of twiddlers syndrome was confirmed.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up in (B)(6) 2018, a chest x-ray confirmed the right ventricle (rv) lead had dislodged. The x-ray also showed the lead was wrapped around the device, which is consistent with twiddlers syndrome. The patient underwent s-ICD implant in (B)(6) 2019, and the old device was extracted (B)(6) 2019. No adverse patient effects were reported. The rv lead is expected to be returned.